Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pre-testing, the inflated cuff leaked air. The customer indicated that there was no patient involved in this event.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received for evaluation and the reported issue could not be confirmed. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.